Event description:
Per the clinic, the patient was treated with oral antibiotics on (B)(6) 2025, administered three times daily for 5 days. The abutment was also reportedly removed on the same date. Subsequently, on (B)(6) 2025, the patient was prescribed antiseptic treatment and topical antibiotics, to be applied twice daily for 14 days. Following the appointment on (B)(6) 2025, the patient received an additional course of oral antibiotics (specific duration not reported). During the explant surgery on (B)(6) 2026, the surgeon encountered a small maxillofacial screw, which was drilled out and removed. No infection was reported following the explant surgery.

Event description:
Per the clinic, the patient developed an infection and subsequently the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.